Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The customer performed a passing system check and fifteen (15) replicate precision run for access accutni+3 and access ck-mb. A beckman coulter (bec) field service engineer (fse) was dispatched to verify instrument performance. The fse made proactive repairs to include replacing the substrate probe, aspirate probes and associated peri-pump tubing and dispense probes. The fse proactively cleaned the wash pump valve and replaced the seals. No hardware or system issues were identified as contributing to the reported event. The access accutni+3 reagent was not returned for evaluation. The cause of the reported event cannot be determined with the available information. Mdrs associated with this report: mdr2122870-2015-00496; mdr2122870-2015-00497.

Event description:
The customer stated they noted non-reproducible troponin I (access accutni+3) and creatine kinase-muscle brain isoform (access ck-mb) results for one (1) patient on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system ( serial number (B)(4)). The customer repeat tested the sample several times on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained lower results, within the normal reference range of the assays. The customer also noted the patient had two subsequent draws that yielded access accutni+3 and access ck-mb results within the normal reference range of the assays. This report addresses the non-reproducible access accutni+3 results obtained on (B)(6) 2015. MDR 2122870-2015-00497 addresses the non-reproducible access ck-mb results obtained on (B)(6) 2015. The customer stated the elevated access accutni+3 and access ck-mb results were released from the laboratory. The patient was given aspirin. There was no report of additional patient injury or change in patient treatment associated with this event. All system parameters (including quality control (qc), access accutni+3 and access ck-mb calibration, access accutni+3 and access ck-mb precision run and system check) were within assay and instrument specifications. Samples are collected in lithium heparin plasma gel separator tubes and centrifuged at 4500 revolutions per minute (rpm) for three (3) minutes. The customer did not note any issues with sample integrity.